Event description:
"Patient to urology clinic for routine foley catheter exchange. Previous cath was removed without difficulty. New cath was inserted without difficulty by rn, but rn was unbale to inflate/deflate balloon with syringe and no urine drained from cath. Balloon port was cut to ensure balloon was deflated and catheter was removed. A second catheter was placed without issues by rn, rn able to inflate balloon and urine draining from cath after placement. Bard bardex foley cath 16 fr coude, ref: 0168l16, lot: nghx1225".